Event description:
It was reported when the argon plasma coagulation unit was connected to the electrosurgical generator, an e679 error code was displayed and the "green tank" icon expected to be on the display was not present. The issue occurred during a therapeutic colonoscopy and the procedure was prolonged greater than 30 minutes. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6).